Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator was not working and the issue began 3 days ago. Patient did not disclose until later in the call that when they go into their settings to change their stimulation, they don't feel the stimulation any more and they can't turn it up or down. Patient mentioned that they are unable to turn their stimulation on and that they tried switching groups but that did not help or resolve the issue. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered back on. Patient then saw settings not available, cannot provide your desired intensity settings. Patient pressed ok and confirmed that they were able to unlock the controller; agent asked if patient had ever gotten this error message before and patient said they had never gotten that message. Patient inserted the battery and confirmed controller was 100% and implant was 70%. Agent had patient inspect the recharger for any visible damage; patient confirmed no damage. Patient then connected recharger and confirmed recharging excellent. Agent had patient stop the charge session and patient attempt to turn the stimulation on, but patient said they do not feel it. Agent then had patient press the stimulation on/off button on the top of the controller and patient stated that they had done that before but the stimulation wouldn't do anything. Patient mentioned that they went to the emergency room last night due to their back hurting them so bad. Agent reviewed settings not available message with the patient. Agent offered and sent an email to the field. Rep reported that patient was seen the next day on 8/6. She had gone down several slides at a water park. It was found that contacts 9-10, 12-13 and 15 were red (40k do not use). Some of those contacts were being utilized with her current programming giving her oor. Rep was able to reprogram around impeded contacts and utilizing 0-7 contact to still provide her relief. Rep advise if she stopped receiving relief a possible lead revision could be necessary. She wanted to see how new programming worked and said she would call if she needed anything additional. Rep has not heard anything further from the patient.